Event description:
Deflation of left breast implant, followed by bilateral removal and replacement.

Event description:
Stem of implant continues to slip out of position and poking into pt's skin; implant removal and replacement.